Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed based on the information contained in the log files retrieved from the returned system controller (B)(6). Visual inspection of the returned modular cable revealed a small amount of a dried liquid inside the inline connector. Most of the dried liquid was on the locking mechanism and the connector metal guide. The dried liquid did not affect the modular able functionality during analysis. The returned modular cable was functionally tested while connected to the returned system controller, a test pump, test patient cable, test power module, and test system monitor. The system operated as intended with no active alarms; manipulating the cable had no effect on pump function. The modular cable passed electrical testing without issue. The cable outer insulation was removed and there were no wires with damaged insulation observed. In conclusion, a specific root cause for the driveline power fault alarm captured in the log files was not able to be determined. The device history records were reviewed, and the record revealed the modular cable was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook rev d, under section 4 ¿living with the heartmate 3¿ cautions the user how important is to protect the driveline: ¿ do not twist, kink, or sharply bend the driveline. Twists, kinks, or sharp bends can cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the pump to stop. If the driveline does become twisted, carefully turn the system controller to unravel the driveline, turning until the driveline is no longer twisted. ¿ avoid pulling on or moving the driveline, especially as the skin exit site is healing. Pulling on or moving the driveline can damage tissue at the exit site. Exit site trauma or tissue damage can increase the risk of getting a serious infection. ¿ to avoid pulling on or moving the driveline at the exit site, stabilize the driveline at all times. ¿ call hospital contact if any change is observed in how the pump works, sounds, or feels. ¿ never use tools to tighten power cable connectors. Securely hand tighten only. Using tools may damage the connectors. ¿ damage to electrical wires inside the driveline can occur even if the damage is not visible. Be alert for signs of driveline damage, including, but not limited to: - the system controller alarming when the driveline moves or when body position changes. - high pulsatility index (pi) readings on the system controller. - feeling pump vibrations. - fluid oozing from the external portion of the driveline. - device stoppage. Rules for driveline care: ¿ do not sharply bend or kink the driveline (see what not to do: driveline and cables on page 235). ¿ if you carry the system controller in a carrying case, be careful that you do not ¿catch¿ the driveline in the zipper. ¿ allow for a gentle curve for your driveline. Do not severely bend or kink the driveline. Do not wrap the driveline tightly. ¿ keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. ¿ do not pull on or move the driveline going through the skin. ¿ when checking that the controller driveline connector is fully inserted in the system controller socket, gently tug on the end of the connector. Do not pull on the driveline. ¿ to avoid pulling on or moving the driveline at the exit site, stabilize the driveline at all times. ¿ be aware of where your system controller is at all times. It is important to protect it from falling. Dropping the driveline can make it pull on the driveline exit site. Report any drops of the system controller to your hospital contact. Do this right away, even if everything seems fine. ¿ if the driveline is damaged, the pump may need to be replaced. It should be replaced as soon as possible to prevent serious injury or death. ¿ use care to keep the driveline from snagging or catching on anything that can pull on or move the driveline. ¿ check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted with driveline power fault. Fluoroscopy might be performed to look at the internal driveline. Log files captured on (B)(6) 2023, drive line power fault alarms. Controller and modular cable were exchanged. The alarms cleared. The modular cable connection was still going in and out of patient's driveline exit site. They had drainage inside the connection itself. There were no further alarms after the exchange. Pump and driveline fluid ingress is reported under MFR# 2916596-2023-06493. Related controller is reported under MFR# 2916596-2023-06494. Previous driveline communication fault was reported under MFR# per-2022-0201860.